Event description:
Caller states that customer tested at 84mg/dl and that fifteen minutes later he was unresponsive. Caller states that the paramedics were called and received a result of 23mg/dl approximately 25 minutes after the initial result of 84mg/dl. Customer was given an injection by the paramedics (not provided) and transported to the hospital where he ate and was released. No quality controls were used. Requested return of suspect device and replacement was sent.